Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6,b7, d1, g3, g4, g7, h1 and h2. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, tilt, and perforation abutting an organ. The patient reported becoming aware of these events approximately thirteen years post implant. The patient also reports anxiety related to the filter. According to the implant record the ordering diagnosis was rule out deep vein thrombosis. The filter was placed via the right common femoral vein and deployed in the lower ivc, actually extending out from the right common iliac vein but thought to cover the orifice of the left common iliac vein also. Compared with the pre-deployment ivc-gram, adequate coverage of the left common iliac vein is thought to have been accomplished. The filter was thought to be in a satisfactory position. It was noted that the patient became increasingly uncomfortable with pain in the right lower chest and upper abdomen during the procedure. A computed tomography (CT) scan of the abdomen was performed. The opinion of the scan reading was a ¿normal CT scan of the abdomen, no cause for pain in the right lower chest or upper abdomen seen¿. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant images or procedural films for review, the reported filter tilt, migration, and perforation could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of right side pain. The indication for filter placement was to rule out deep vein thrombosis (dvt). The filter was deployed via the patient's right common femoral vein. The filter was deployed rather low in the ivc, actually extending out from the right common iliac vein but thought to cover the orifice of the left common iliac vein also. Compared with the pre-deployment ivc-gram, adequate coverage of the left common iliac vein is thought to have been accomplished. The filter was thought to be in a satisfactory position. It was noted that the patient became increasingly uncomfortable with pain in the right lower chest and upper abdomen during the procedure. A computed tomography (CT) scan was conducted. Mild atelectasis and small amounts of pleural fluid are present in the right posterior chest. The adjacent lungs are otherwise clear. The adjacent chest wall shows no abnormality. The gallbladder, liver, pancreas and spleen appear normal. The renal and perinephric areas show no abnormality. The aorta and periaortic structures also appear normal. The ivc filter was seen in the lover ivc at the caval bifurcation and was thought to adequately cover both legs. No cause for the pain in the right lower chest or upper abdomen were seen.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter strut(s) outside the ivc and migration of entire filter other than to heart (perforation abutting organ). The patient became aware of the reported events approximately thirteen years after the index procedure. The patient continues to experience worry, anxiety.

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, tilt, and perforation abutting an organ. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant images or procedural films for review, the reported filter tilt, migration, and perforation could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration, tilt, and perforation abutting an organ that caused injury and damage to the patient.